Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe and tightened the lamp connection to resolve the issue. Patient was given the medication rocephin due to original sample results. No additional information was provided in regards to the treatment or dosage. There was no affect to other patient treatment in connection to the event. Beckman coulter internal identifier is case (B)(4). Age or date of birth, sex, weight, ethnicity: no patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the au680 clinical chemistry analyzer. The erroneous results was reported outside of the lab. There was a change in patient treatment due to the low patient results. Patient was given the medication rocephin due to original sample results.